Manufacturer narrative:
Product analysis #244735302:post market vigilance (pmv) received one egia60amt reload opened by the account without the packaging. Visual inspection of the returned product noted that the reload was fully fired. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The clamping mechanism was deformed and the staple pushers were partially flush with the reload cartridge. Properly formed staples remained on the proximal end of the reload cartridge. Pmv performed functional testing. The reload was loaded into the returned listed instrument (pli: 703137009-40) for functional testing. The interlock was overridden and the reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, while on colon-rectum anastomosis, an air bubbles were observed when leak test made. It was also reported that the staplers all fired fine and looked complete. The leak test revealed that either there was a poor staple formation on the edge of the anastomosis close of the staple line of the rectal stump or it was stapled on the rectal stump encapsulated in the anastomosis. The surgeon over-sewed the part that demonstrated leaking.